Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving morphine [40 mg/ml] at a rate of 8.990 mg/day via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient had a refill and the nurse pulled out medication that was "apple juice or color of a pill bottle". There were no further symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.